Manufacturer narrative:
(B)(4). The insulin pump was received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer inquired via phone call on how to determine sensitivity. Customer was advised to consult their healthcare provider about sensitivity. Customer's blood glucose value was not provided. Customer has received a new generation pump. The customer returned the old device for analysis.